Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited loss of capture and a decrease in pacing impedance measurements from 1000 ohms to 300 ohms on the right ventricular (rv) channel. The measurements were unchanged with the pacing system analyzer (psa). A revision procedure was performed and this rv lead was removed from service and replaced.